Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an air/water cylinder and suction cylinder with no color, a cracked switch two and light guide lens, a pinhole in switch one, a peeled label on the serial digital interface, water tightness lost due to damage on the channel tube, the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover, the flexibility adjustment function did not work due to the wear of coil wire, the bending section couldn't be bent in the up direction at all due to a cut on the angle wire, a snaked connecting tube, and a discolored connecting tube. The following components were found scratched: objective lens and the plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube, air/water cylinder, and the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.